Event description:
According to the customer on (B)(6) 2024 the nebulizer unit was reported to have turned on by itself and the customer reported to "hear, sizzling sound and seen smoke".

Manufacturer narrative:
According to the customer on (B)(6) 2024 the nebulizer unit was reported to have turned on by itself and the customer reported to "hear, sizzling sound and seen smoke". Per customer the smoke was noted to be coming from "around power button and side air vent". Per the customer there was no injury or impact to the patient. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.